Event description:
The following publishment was reviewed by gore: title: a case of thrombectomy and endovascular therapy for popliteal artery occlusion due to stent graft displacement. Source: the journal of japanese college of angiology 2025;65 supplement: s205. On an unknown date in 2022, a patient underwent an endovascular treatment for left superficial femoral artery stenosis and the patient developed groin infection and rupture of the left common femoral artery. To treat them, an 8 mm gore® propaten® vascular graft was used to perform a left external iliac artery¿above-knee popliteal artery bypass. At that time, stenosis was noted in the distal popliteal artery at the anastomosis site, and a 5 mm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was implanted. On an unknown date in 2023, the patient underwent an emergent endovascular treatment for rupture of a pseudoaneurysm at the bypass¿popliteal artery bypass graft anastomosis. A 6 mm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was implanted to expand proximally to the previously implanted vsx device. Furthermore, a 7 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed to bridge between the vsx device and the bypass graft, with the proximal end expanded to 9 mm, achieving hemostasis. On an unknown date in (B)(6) 2025, the patient suddenly developed left lower limb pain. A computed tomography angiography revealed complete occlusion from the bypass graft to the popliteal artery. Additionally, the previously implanted vbx device had completely displaced from the prior implanted vsx device and was compressing the vessel. Emergency surgery was performed the same day. The graft was incised in the femoral to allow access into the graft lumen., thrombectomy was performed for the proximal of the graft incision, passage of a guidewire from the graft lumen to the crural artery, deployment of a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to reconnect the area where the stent graft had displaced, and distal thrombectomy beyond the newly placed vsx device. To prevent further displacement, a bare stent was added distal to the vsx device. Intraoperative angiography demonstrated good distal runoff to the lower leg; postoperative abi measured 0.99. The patient was discharged without complications.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: a case of thrombectomy and endovascular therapy for popliteal artery occlusion due to stent graft displacement source: the journal of japanese college of angiology 2025;65 supplement: s205. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.